Event description:
It was reported, the patient had a loss of therapeutic effect. It was noted that for the past three weeks, the patient had been falling again and they were not steady on their feet. It was further noted that three weeks ago the patient fell out of bed and broke their nose. The reporter stated, the other day they fell and broke their glasses. The reporter further stated there was not a pattern in terms of direction the patient was falling and it just depended on the situation. It was noted the patient was scheduled to see their healthcare professional on 2013 (B)(6). It was further noted the patient had their implantable neurostimulator (ins) checked last (B)(6) and they had 30% battery left. The reporter stated they were scheduled for a replacement in (B)(6). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748240,serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7436, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3387s-40, lot# v025540, implanted: 2007 (B)(6); product type lead product ID 3387s-40, lot# v013081, implanted: 2007 (B)(6); product type lead. (B)(4).